Event description:
It was reported via the medtronic social media team that a customer tweeted that she was frustrated that her insulin pump had experienced multiple motor errors over the past few months. Her blood glucose was unknown at the time of reporting. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.